Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed an irritation under the front therapy pad. There was no alleged device malfunction. The patient was prescribed bepanthen ointment by his doctor for the irritation. After using the ointment, the patient reported that the irritation healed.